Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the chairside treatment start time does not match the dialysis start time on a 2008t machine, preventing a patient from meeting their ultrafiltration (uf) goal. The clinic manager (cm) stated during follow-up that a member of the nursing staff noticed during the patient¿s treatment on 10/13/2020 that their uf rate was low. The machine was manually adjusted back to the original settings using the up/down arrows to adjust the uf goal and treatment time. The uf was not turned off at all during treatment. The patient was unable to successfully complete treatment on the machine with the correct amount of fluid being removed from the patient at the end of treatment. The patient¿s pre and post weights could not be provided, however there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. Per the biomed, the machine was returned to service and no parts were replaced or machine repairs made.